Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that all the exams were shown as not optimal for navigation. Some of the exams had different spacing and thickness. Some of the exams had irregular slice spacing and missing slices. Analysis found that the issue was related to the exam and not the navigation system. The software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot : n/a, version: 1.2.0. A medtronic representative went to the site to perform a system check out and they found the inability to display the original error details was user error. In order to get the ¿details¿ button to trigger the pop up window, the site had to press the white text exactly in the correct area. If the site misses it by even a little bit, it will close out and return to the list of patients. This can make it seem like the system isn¿t displaying the pop up window properly, but in reality it¿s simply being mis-pressed. To address the transfer issue, the representative believes the hospital network was experiencing outages or other issues, which caused some of the slices to fail to transfer. The error message the representative was able to see on the system was ¿irregular slice spacing¿ and ¿missing slices.¿ however after copying archives and logs to a usb drive, and deleting the exams from the system, the representative was able to transfer both exams in their entirety. System was working as intended. Logs and archives have been returned. Software analysis is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having issues attempting to retrieve an exam over the network. The exam had a message that stated that it was not optimal for the navigation system, and when the site attempted to click the details button, the system just closed out of the exam and went back to the list. There was no patient involvement.